Event description:
As reported by implant patient registry, following a transfemoral aortic valve replacement procedure with a 26mm sapien 3 valve, the valve was explanted 4 years and 22 days post-implant, due to calcification.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication device will be returned.

Manufacturer narrative:
A supplemental MDR is being submitted, due to investigation completion. Sections b4, g3, g6, and h2 have been updated. Sections h6 health effect - clinical, type of investigation, investigation findings, investigation conclusions have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, calcification-related structural valve deterioration was confirmed, based on the provided medical report. Due to limited information provided, a definitive root cause is unable to be determined at this time; however, the complaint is likely due to patient condition. Root cause analysis per the technical summary identifies calcific degeneration as a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.